Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Ac power was applied to the rf generator and a successful power on self-test was executed. Functional testing confirmed the field reported issue as an erratic rf power resulting in inaccurate temperature values at multiple ports. Further diagnostics isolated the root cause of the reported issue to abnormal functionality of the temperature board. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the temperature board.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Ac power was applied to the rf generator and a successful power on self-test was executed. Functional testing confirmed the field reported issue as a erratic rf power inaccurate temperature values at multiple ports. Further diagnostics isolated the root cause of the reported issue to abnormal functionality of the radio frequency control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the radio frequency control board.

Event description:
During the procedure, ports 1 and 2 were only able to reach 40c. When tested port 3 reached 54-55c and port 4 was able to reach 80c with no issues. The procedure was unable to be completed due to this issue. There were no adverse patient consequences.